Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The device was prophylactically explanted due to the assurity header anomaly advisory issued on 15 march 2021 and returned for evaluation. The device was tested on the bench and using automated testing equipment, and no anomalies were found.